Event description:
It was reported that the pt presented to the ER with syncope and 6-8 second pauses/asystole documented. Bipolar ventricular lead impedance, 291 ohms, was less then unipolar, 494 ohms. The pt was taken for a lead revision, but no problems were found with the lead. During the case , the ipg was connected to a new ventricular lead with periods of asystole observed, resulting from noise on the ventricular channel. Noise and asystole were also observed when the md tapped on the can. The device was explanted. Events could not be reproduced with the new ipg. No pt complications have been reported as a result of this event. A medwatch 3500a was subsequently received reporting that the pt was admitted with multiple episodes of dizziness and falls. Noted to have episodes of non-capture with long pauses on telemetry, which were symptomatic. Pacemaker interrogation and mode. External pacemaker applied. Both ipg and lead were replaced.

Manufacturer narrative:
Attempts were made to obtain add'l info from the user facility regarding this event. The info submitted reflects all relevant data received. Brand names are kappa 900dr (ipg) and capsure fix novus (lead), and model # of lead is 5076 only and serial # ipg is pkm126335h. Evaluation summary: pkm126335h, no anomalies found.